Event description:
It was reported that the system 9800 would go blank during x-ray intermittently. The system would then track to maximum. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the lemo connector and system interconnect cable were defective. The connector and the cable were replaced. The system was tested and found to be working as intended and placed back into svc.